Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 3mmx20mmx144cm coyote es balloon catheter was advanced for dilation. However, on the first inflation at six atmospheres, the balloon ruptured after being inflated for ten seconds. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. The balloon was loosely folded with contrast in the lumen and balloon, and hypotube kinks at 18.5cm and 80.5cm from the strain relief. Microscopic investigation found a pinhole in the balloon material 7mm from the tip of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 3mmx20mmx144cm coyote¿ es balloon catheter was advanced for dilation. However, on the first inflation at six atmospheres, the balloon ruptured after being inflated for ten seconds. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.